Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the ventilator alarmed with data acquisition pcba adc failed occurence. There was no reported patient involvement.

Manufacturer narrative:
Date of the report: date: 01/2015. Date rcvd by MFR: 07/31/2015. Conclusion / root cause: the gas delivery system assembly was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported the ventilator alarmed with data acquisition pcba adc failed occurence . There was no reported patient involvement.